Event description:
Healthcare provider reported a right side rupture confirmed by mammogram. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on jul 13, 2023, with lot number 1694683. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: no observed openings during analysis. Additional observations: ¿ observed creases on the device. ¿ observed deformation on the device. ¿ observed wear abrasion on the device. ¿ white particles observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare provider reported a right side rupture confirmed by mammogram. The device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Device has been explanted and replaced.